Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was observed that the cable failure resulted in poor communication and ¿no image¿ was displayed. Therefore, it was determined that the cause of the cable failure was disconnection due to a cable twist. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Customer allegation was confirmed. Image failure was a result of the damage present at the cable unit. The cable was deformed. This investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
It was reported to olympus that during preparation for examination, a hd autoclavable camera head was observed to have no image. The intended procedure is unknown. There was no patient harm associated with this event.